Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported a problem with x-ray tube on the 9800 system. No pt injury was reported.